Manufacturer narrative:
This is a final report. The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported "about 3 days" prior to contacting customer service, she was "running low" but was unable to test due to an intermittent ER-3 message appearing on the adc meter display. Customer additionally reported she was on the phone with her mother when she became "unresponsive" and suffered a loss of consciousness. Customer's mother called the paramedics and upon their arrival, customer was administered d50 (glucose) via intravenous infusion. No transport to the hospital was required as customer reported she "was okay" after paramedic treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Manufacturer narrative on initial 30-day MDR and 30-day follow-up #1 incorrectly stated the returned meter was investigated with retained test strips. Corrected verbiage is as follows: this is a final report. The meter was returned and investigated with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This serves as a correction report. Manufacturer narrative on initial 30-day MDR incorrectly stated the returned meter was investigated with retained test strips. Corrected verbiage is as follows: this is a final report. The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.